Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 232 mg/dl, 86 mg/dl and 265 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter states at another time, results of 422 mg/dl, 236 mg/dl, and 197 mg/dl were also obtained back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.